Event description:
The pt with a secundum asd and in steroid and immunosuppression treatment for systemic lupus erythematosus, was presented for device closure of the asd. The defect measured by tee was bigger, with poor aortic rim and tiny towards the svc. The size of device was chosen with angio and tee measurements; the average was 28mm, so a 30mm amplatzer septal occluder device was selected. There were two attempts using fast delivery technique with displacement of device to the ra. A third device was set in place and it was in good position, evaluated by tee and angiography done previous to its delivery. The device was released and again the tee and a new angiography showed it in the right place. Three hours later the pt had ventricular premature beats and a new echo found the device to be in the right place. Three hours later the pt had ventricular premature beats and a new echo found the device to be in the right ventricle. The pt was brought to the operating room for surgical removal of the device and closure of the asd. The surgeon did not find any damage inside the heart. The asd had poor svc border, no other findings were reported. The pt is recovering well at the present time.